Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased sensing was observed on the right ventricular channel. X-ray imaging confirmed lead dislodgement. The lead was cut partially to be explanted replaced successfully. The patient was in stable condition.